Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodeno videoscope was still contaminated after quarantine. The issue occurred after the diagnostic procedure was completed with the same device. There were no reports of patient harm, and the device was no longer used on a patient.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection. Additionally, the investigation found: the air/water cylinder, the air/water tube, the z-block, the inside of the light guide lens and the forceps elevator all had foreign material. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: conform sampling date: (B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, olympus confirmed a white foreign material came out of the device. Investigations into the white material confirmed the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and like products. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A definitive root cause of the foreign material was unable to be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.